Event description:
On (B)(6) 2005, I have had a total right knee replacement due to degenerative joint disease. The components used were zimmer nexgen side d minus cr flexed porous femoral component, size 3 pegged tibia, 32 mm patella and 10 mm cruciate retaining insert. This surgery was complicated by deep venous thrombosis and pulmonary embolism. I am now on coumadin (warfarin). On (B)(6) 2005, an MRI of my left hip was performed due to left hip pain. The impressions are as follows: there is an asymmetric degenerative disease involving the left hip joint diffusely. There are several focal cartilage defects involving the superior and medial aspects of the left femoral head surface. A very small left hip effusion is present as well. It is suggestive of a primary based synovial naturopathy. On (B)(6) 2007, bone scan was performed. The impressions are as follows: changes of prosthesis are seen at right knee joint and moderately increased activity along inferior aspect of right femoral condyle suggesting loosening of the prosthesis. On (B)(6) 2007, an angio-seal was placed on the right artery. On (B)(6) 2008, a revision of the right total knee replacement was performed. The components used were smith & nephew legion knee system. On (B)(6) 2008, a total left hip replacement was performed. The implants were trident psl-ha cluster acetabular shell of stryker. On (B)(6) 2008, a revision acetabular component, left total hip construct and exchange of femoral head. The implants were the cluster acetabular shell trident psl ha. Three fixation screws were noted, two in the superior lip of the acetabulum and second extending into the soft tissue pelvis adjacent to the pelvic brim. Constrained liner is seen. On (B)(6) 2010, another bone scan was performed. The impression are as follows: bone scan findings compatible with prosthetic loosening with possible new bone trauma at the mid right tibia. Loosening of the left hip prosthesis is not excluded. On (B)(6) 2010, a shoe lift elev heel sole neo. On (B)(6) 2010, a ko elastic with joints. On (B)(6) 2010, a ko w adj flexext rotat mo. On (B)(6) 2010, an ncv/emg was performed. Conclusion: there is electrophysiological evidence of right peroneal mononeuropathy. (B)(6) 2011: recommendation: impression is laxity at the right knee due to ligamentous instability. She also has a weakness with aversion likely due to neuropathy at the peroneal nerve. This was evidenced by emg done last year. The left hip appears stable, however, due to medial and superior placement, she likely has pain from slight malpositioning of the cup. It is our thought that due to her significant comorbidities and significant involvement of her revisions that the patient is not a good candidate at this time. From 2005 to the present I have had a lot of physical therapies. My last one was on (B)(6) 2011 of which I am enclosing a copy. On my last visit with dr. (B)(6) on (B)(6) 2011, he informed me that he would be willing to do a third knee replacement as though it is very complicated, and risky, only if I was mentally prepared which at this point I am not. As you can see it has been a nightmare since 2005. I am still in a lot of pain, unstable, and my knee prosthesis is still loose. I hope you can assist me or direct me as to what I should do. Your cooperation is greatly appreciated.